Manufacturer narrative:
Investigation pending.

Event description:
Patient self tester alleges precision issues. Inratio 2.8, lab 6.8. Time between tests 5 hours. Patient's therapeutic range 2.0 - 3.0.